Event description:
Ous MDR - elevated pacing threshold was reported via home monitoring on (B)(6) 2014. During the follow-up in hospital the same day, all parameters were reportedly in range (including threshold), but oversensing could be reproduced during provocative maneuvers. Both leads and the ICD (mol2 was indicated) were replaced and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the leads revealed a damaged insulation at the proximal part of each lead. In that section, the lead body was found squeezed and deformed. Based in the characteristics as well as the location of the damage, it is reasonable to assume that the leads had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem for either the ICD or the leads.